Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no failures with the system. The system then passed the system checkout and was found to be fully functional. This anomaly was found to be a known behavior consistent with test track record 41941 and is being tracked as such. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the picture next to the instrument while navigating looked like a curette. There were no concerns with functionality. Site confirmed that a curette was in the procedure, even though site did not have a curette to navigate. There was no impact to patient. There was no reported delay to the procedure due to this issue.